Event description:
The pt reported that subsequent to the implant of a protegen sling for treatment,pt experienced urethral erosion, bladder infections, vaginal odor, discharge, pain, increased incontinence, urinary retention, voiding difficulties and prolonged catheterization. The device was explanted in 1998. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, unable to determine if the device met specs and are unable to determine the specific relationship of the device to the event.